Event description:
It was reported that the insulin pump had a high pitch noise, then it failed. The device rested and the battery compartment was cleaned, but the insulin pump failed again and the display was blank. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent blank display. Problem isolated to the liquid crystal display board.